Manufacturer narrative:
Evaluation summary: the condition of air-in-line alarms was confirmed. The air-in-line alarms were caused by the air-in-line sensor being out of specification. The air-in-line sensor was recalibrated but the air-in-line alarms continued. The pump head module which contains the air-in-line sensor was replaced which corrected the condition.

Event description:
The facility reported an infusion pump with air-in-line alarms. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.